Event description:
It was reported yhat during a hysterectomy procedure, the first device exhibited poor hemostasis performance. The second was the same. Also fragments from the base of the jaw came loose inside patient. There were no patient consequences. Case completed with a ligasure. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.